Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit indicates again that the battery had a low level, even though it was charged. There was no reported adverse patient impact.

Event description:
The customer reported that the system is causing a false low battery alarm. There was no reported adverse patient impact.